Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power pcb assembly, therapy pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined there was an electrical open between inductor l10 and connector j41-3 that will not allow the device to power on. Physio further evaluated the removed therapy pcb and further component cause could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device displayed a service indicator with event codes logged in the devices memory when the device was powered on. Physio-control evaluated the unit and determined the device would not power on when prompted. Physio also observed an event code that was logged that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.